Event description:
Resident was found lying on floor in room on left side. Had posey sitter bed alarm in place and turned on but alarm did not activate at time of incident. Incident "r/I" hospitalization with several fractured bones. Further investigation of alarm system on 02/15/99 revealed again that alarm system did not activate when turned on.